Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) in clinical trials delivered multiple anti-tachycardia pacing therapy for rapidly conducted atrial fibrillation. Guidant received subsequent information that the entire system was explanted following the patient's death for end stage heart failure. There are no allegations against the device.